Event description:
It was reported that the programmer displayed a "grave programmer error". The error number was not recorded. The service diskette was run but it had no effect. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) wireless card causes stylus cursor to lag and lock up display and eventually produces an error. ECG (electrocardiogram) connector found loose on a printed circuit board assembly. Emergency key button is out of specification. Keyboard and right keyboard hinge are damaged.